Event description:
It was reported that approximately one month prior to the call, the patient was having increased spasticity. The patient's pump contained 2000 mcg/ml of baclofen and the dose was increased two times (daily dose not provided). The patient was admitted to the hospital, due to increased spasticity and a refill was done using the 500 mcg/ml drug concentration because that was the available concentration in the hospital. At that time, a bridge bolus was done with a duration of 188 hours. About 25 hours before the bridge bolus was completed, the patient was having increased spasticity and was seen by the physician. The next day, the patient was in the emergency room due to withdrawal and a 100 mcg bolus was given; the patient got better. The reporter provided that the programmer showed a catheter volume of 0.088 ml or 40 cm of implanted catheter length which had not been programmed by the reporting physician. The baclofen concentration was being changed from 500 mcg/ml to 2000 mcg/ml in 2008.